Event description:
(B)(4). Right after surgery I stared a rash in arms, face, neck and legs. I had blisters on my scalp and behind my ears. My finger knuckles were swollen. Right after the surgery, the second and third night, I woke up unable to breath. My throat was closed. I had to gasp for air, it felt like a anaphylactic attack. This happened two more times during the first month after the surgery. I had a swollen abdomen like an eight month pregnant woman. I also suffered from severe cramps and extremely heavy periods where blood would just gush out after a severe cramp. I had back pain and swollen feet. After taking my over the counter allergy medicine I would have shortness of breath and the hives in my body would grow in size and start itching. I became allergic to allergy medicine.

Event description:
(B)(4). I need to add sharp pain, incision like, in left side of the abdomen. I had to have the device removed along with my fallopian tubes. Right after the removal, all symptoms stopped.